Manufacturer narrative:
The carefusion field service technician evaluated the ventilator and checked and reseated hoses and cables. Isolated different components that may cause a h/w fault alarm. Replaced main board kit and fan. Vent still giving h/w fault error. Replaced the o2 blender. This resolved the issue. Completed ventilator testing and all parameters within specification.

Manufacturer narrative:
Failure analysis (fa) lab received a vela blender module ii. The vela blender module ii visually inspected. The vela blender module ii was installed into a known good unit. The unit was ran ventilation mode for 2 hours with o2% set to 60, but no faults were induced. Pulling the power cable out a little duplicated the issue. The blender was out of calibration but after performing fio2 calibration the monitored fio2% was within specifications. The customer issue was only able to be duplicated by pulling the power cable. This could have been the original cause for the h/w fault. The vela blender module ii was scrapped.

Manufacturer narrative:
(B)(4). The device is undergoing an evaluation by the carefusion field service technician but has not yet been completed.

Event description:
The customer reported that the ventilator has a/w fault alarm. No patient involvement.

Manufacturer narrative:
This MDR report was identified as meeting the criteria of submission to the FDA during a two-year retrospective review of complaints and MDR¿s following the receipt of an FDA untitled letter at our (B)(4) facility. Failure analysis (fa) lab received a vela d main pcba. The vela d main pcba was installed into a known good unit. The unit was powered in operating mode and events log were checked to verify reported complaint of ¿alarm h/w fault¿. In the event log, only one ¿alarm h/w fault¿ appears from (B)(6) 2015, and there are five occurrences of ¿user svt calibration failed¿ events from (B)(6) 2015. Powered unit in svt mode and performed calibration and results equally pass. After allowing the unit to run in operating mode for three hours, fa was unable to reproduce reported customer issue. The unit has passed performance testing and operated according to specifications. The vela d main pcba was scrapped.